Event description:
It was reported that patient underwent a spinal procedure to implant posterior fixation at l4-l5 through lumbar fusion. After a couple of years it was discovered that the cable had broken. The patient underwent a revision procedure and the fixation construct was removed. The patient went home after two days in the hospital. No patient complications were reported after the revision surgery.

Manufacturer narrative:
(B)(4): implant date is unknown the year is 2007. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.